Event description:
The drill bit broke in the bone and was not retrieved. Broken portion of drill bit remains in the pt.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded as no device was returned. Synthes is unable to determine mfg date. Add'l info has been requested.